Manufacturer narrative:
Product ID: 3389-40, lot# va1na0g, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced a stroke after implant. About 8 months later the patient reported that they feel horrible and they were expressing concern and feeling as though they were going to die. The patient stated that their vision and speech are being affected. The patient is also experiencing constipation and urinary retention. The patient's wife noted that the issues may be caused by other factors such as worsening of parkinson's symptoms or cataracts. The patient's hcp is not familiar with their device so they set up an appointment with another doctor to see if they can get better management. The patient just makes sure to charge the ins every day. The issue is not yet resolved at the time of the report. No further complications were reported or anticipated.